Event description:
It was reported the device was pacing at 65 beats per minute (bpm) due to a possible partial reset. It was noted that the device was not at elective replacement indicator and a magnet rate of 85 bpm was confirmed. The device pacing rate was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.